Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - non-malignant pain/ head/neck (non-malignant). It was reported that the doctor implanted the neurostimulator (ins) too high and it was hard for the patient to reach when charging. No symptoms reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the physician determined the positioning of the ins. It is unlikely there will be any further actions taken to resolve this issue. The patient has been able to charge his battery, if that becomes problematic things might change. The issue of the patient's implant being too high has not been resolved, and not revision is planned at this time. No further information was reported.